Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that her infusion set cannula was bent and unit did not alert her. Nothing further was reported.